Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported issue that an atp board was replaced to resolve the issue. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, an alarm sound could be heard from the image acquisition system (ias) of the imaging system. A not ready status was displayed for generator. There was no patient present at the time of the issue.

Manufacturer narrative:
The atp console was returned to the manufacturer for analysis. The atp console was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.